Event description:
Consumer states that he has recently been diagnosed with a sweat gland cancer on the same side of his face (left) where he used his cell phone. He's used a cell phone consistently over 70 yrs and feels there's a direct correlation. Paul harvey's radio station a couple weeks ago spoke about a swedish study where there was a 280% increase in cancer for long term cell phone users. Now uses a "blue tooth" phone. Consumer states that his initial biopsy was done by a dermatologist, but they didn't remove all of it (the sweat gland tumor) and a plastic surgeon had to excise that full tumor. Reporter states he has been reading up on the correlation in an alternative magazine/newsletter called "sinatra's monthly news-letter." He states that the cell phone emits radiation and brings about cancer